Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 6.1 inr and 6.2 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. The patient's coumadin dose was held for one day based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.